Manufacturer narrative:
A ge rep evaluated the system and repaired it. Ge rep reported cause of problem was "current errors". Details on repair are not available.

Event description:
The customer reported the system would not boot up. No pt injury was reported.